Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 25 mm trifecta gt valve was implanted. Per report from the patient family, the patient died on (B)(6) 2017 due to unknown causes. Attempts to obtain additional information from the physician remain unsuccessful.

Manufacturer narrative:
An event of an undersized valve and "patient death due to unknown causes" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information obtained from abbott patient device tracking indicated that on (B)(4) 2017, a 25 mm trifecta gt valve was implanted. Per report from the patient family, the patient died on (B)(6) 2017 due to unknown causes. Follow-up information received from the field confirmed the 25 mm trifecta gt valve was implanted on (B)(6) 2017 but was removed during the same operation as it was undersized. The valve was successfully replaced with a 27 mm mosaic valve. The cause of death is unknown. Patient weight is not available and no further information was able to be obtained regarding this event.